Event description:
On (B)(6) 2009, the patient stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber and a small amount of insulin spilled into the chamber. She said she dried out the chamber with a paper towel. During troubleshooting with a company representative, the plunger was detached from the piston rod. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.